Event description:
The customer reported to beckman coulter a leak inside the coulter act diff hematology analyzer. The volume of the leak was a few drops; the leak was not contained within the instrument. There are no reports of any injuries or exposures to any laboratory personnel. The operator was wearing personal protective equipment at the time of the event. There were no erroneous results generated and accordingly, there were no changes to any patient care or treatment. A beckman coulter field service engineer (fse) was dispatched to the evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer was initially dispatched to the site, however, the customer subsequently canceled the service request. The customer called to advise that they removed and replaced diluent filters which corrected the leak. No further leaking was noted and no further information was provided. (B)(4).